Event description:
The customer reported bottle side pressure sensor error. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2021 h11=corrected data=g2. G2. Is report source health professional? Yes.

Event description:
The customer reported bottle side pressure sensor error. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported bottle side pressure sensor error. There was no patient involvement.